Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.

Event description:
On (B)(6) 2025 (11:35 am pst), patient reported ilet alert code 38 (verified in pump history). Pump battery was 100%. Agent instructed patient to restart pump, which preserved settings, cartridge, continuous glucose monitoring (cgm) session, and algorithm learning. Alert resolved after restart. The patient's blood glucose at the time of the report was at 377mg/dl. Patient has been refilling cartridges and reusing supplies for multiple days, which may be contributing to the alert. Agent recommended a supply change, but patient expressed concern about shortages. Agent reassured the patient that additional supplies can be sent. Patient restarted ilet successfully, alert cleared. Patient advised to call back if alert 38 recurs. Blood glucose (bg) was elevated due to insulin delivery interruption before restart.